Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Original surgery was performed on (B)(6) 2016. It was reported that dr. (B)(6) noticed that the tibia had loosened. Revision surgery date is unknown at this time.

Manufacturer narrative:
Initial information received related to this event was incorrect. The patient associated with this report did not experience a loosening of any component of the knee implant. Original medwatch report submitted with inaccurate information. No medwatch report required. No additional information will be provided related to this report.